Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the device evaluation found the distal end cover (c-cover) has slight scorching. A definitive root cause of the reported malfunction could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the issue of the screen becomes noised and b30 scope communication error was due to temporary electrical contact failures or sudden overcurrent's such as static electricity due to chemical residues, limescale, sebum stains, dust, and gauze stains on the scope connector or the electrical contacts of the video system center. The most probable cause of the issue of the distal end cover (c-cover) has slight scorching was due to the possibility that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. It was not possible to identify the cause of the incident from the information obtained. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope screen became noised and displayed a b30 scope communication error. The issue occurred during set up / inspection for use. There were no reports of patient harm